Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that a slight increase in aneurysm diameter was observed three years later, however the patient was placed under monitoring at the time. The patient then presented emergently five years and four months post implant with an impending aneurysm rupture. A laparotomy was performed as treatment. When the aneurysm was incised, jet flow was observed at two positions at the bifurcation of the main body. This was judged by the physician to be a type iiib endoleak. The jet flow positions were reinforced by the implantation of surgical felt, and then the event was resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.